Manufacturer narrative:
The ge service rep replaced the broken cooling cover. He troubleshot the image issue and traced problem to bad video control board and replaced it. He also replaced a bad flip flop brake, and tested the unit for proper operation.

Event description:
The customer reported that the images were distorted on the system. No pt injury was reported.